Event description:
It was reported that the "morphine pump was defective" that was replaced (refer to MFR report 3004209178201100226). The second pump was also 'defective". It was stated that "the pumps did not help the patient". It was later reported by the hcp (health care professional) that the medication was not efficacious for patient. The drug infused was dilaudid 10 mg/ml. The pump was still in place. Patient outcome was reported as stable.

Manufacturer narrative:
(B)(4).